Event description:
Patient was revised to address painful hardware. There was no infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) 2012 - the complaint has been reopened because xrays have been received. A depuy warsaw safety medical officer reviewed the provided x-rays and stated the preoperative x-rays were not provided and could not determine the reason for the patients pain, x-rays show the fracture is healed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the two reported plate part and lot number combinations. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the screws were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.